Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced personality module audio/video (pmav) to resolve the issue. The system was verified and ready to use. Isi has received the pmav for evaluation. The unit was analyzed, but the reported failure could not be reproduced. The unit was installed onto a test system, and at start up, there was no error 41014. However, visual inspection found video input leaf and both video output leaf connector damaged.

Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure, a non-recoverable fault 41014 occurred after system startup. The customer had reseated blue fibers and hard power cycle, but the issue persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 307 and 41014 pointing to the personality module audio / video node (pmav) not present. The tse guided the customer to use another vision side cart and power on system successfully. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically after switching to another vision side cart.